Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the matrix drawer 4 red release levers back stop had broken off, causing the lever to move too far and prevent the drawer from closing. A field service engineer (fse) confirmed that had been the second drawer on the station with the same issue in two months. The station was powered off, the drawer was removed, and the matrix drawer back panel was replaced. The hardware test application (hta) passed, and the pharmacist completed the medication inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer latch appeared to be broken, and the drawer could not be closed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.